Event description:
The customer contacted physio-control to report that they are unable to connect hard paddles to their device. In this state, defibrillation therapy would not be available through the hard paddles if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio determined the cause of the reported issue to be physical damage to the top case, which prevented the paddles from seating properly. After replacing the top case and making unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they are unable to connect hard paddles to their device. In this state, defibrillation therapy would not be available through the hard paddles if it were needed. There was no patient use associated with the reported event.